Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy pad messages, exposed wires) has been confirmed. As received, the electrode belt failed incoming testing, specifically the ECG fall off test. Upon investigation, the cable connecting the distribution node (dn) to rear therapy pad (te) was pulled from the strain relief. This resulted in the heat shrink separating from both pulse wires, which resulted in a short inside the dn. The cause of the shorted pulse wire was the separated heat shrink. The cause of the test failure, the heat shrink separation, the reported alarms, and the exposed wires was the pulled dn to rear te cable. No adverse event resulted from the strained cable.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt failed functionality testing.